Event description:
On (B)(6) 2011, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported the alleged issue began on (B)(6) 2011 at 12:00pm. The patient's relative reported blood glucose readings of "61 and 138 mg/dl" with the subject meter, performed greater than 20 minutes of each other. The patient's relative indicated the patient manages his/her diabetes with oral medication of glucophage (500 mg) twice daily and 2 types of insulin (type and dose unknown). According to the relative, the patient denied taking any action regarding his/her diabetes management regimen. On (B)(6) 2011 at 8:00am, the patient's relative stated the patient was feeling clammy and cold after the alleged issue occurred. In spite of her symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.